Event description:
It was reported that a flogard infusion pump was continuously alarming. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of an f-49 alarm. The reported condition was confirmed as the f-49 alarm. The cause was determined to be due to a defective battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.